Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer was hospitalized due to high blood glucose of over 600 mg/dl. Customer's mother reported that the insulin pump alarmed a no delivery alarm. Customer's mother was unable to troubleshoot due to the device was not present. Customer will not be returning the device for analysis.